Event description:
Code cart check with onestep CPR complete adult electrodes, it would not shock and gave an error message stating low conductivity. It was attempted a second time; same error message occurred. It was removed from use.